Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shocks due to a conducted atrial fibrillation in the ventricular fibrillation zone. The device had delivered an alert for possible high voltage circuit damage and possible high voltage lead issue. Lower out of range high voltage lead impedance was observed. The defibrillation and pacing functions were turned off. The left ventricular function was improved. The lead and device remain implanted. No further information is available.